Manufacturer narrative:
Unit received no button response due to flattened act (creased)button dome switch. Unable to perform displacement test, operating currents, selftest, off no power,restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump is stuck at fill cannula and the keypad buttons are not responsive. Troubleshooting found that the pump did not beep after holding the act button. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. Troubleshooting also advised on customer's high blood glucose of 306 mg/dl.